Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant instability.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual products involved, our investigation cannot proceed. A review of complaint history for listed parts revealed no prior complaints for the listed lots/failure mode. Also, no clinical relevant information was provided to conduct a thorough analysis of the reported issue. Thus, no medical investigation can be performed at this time. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.